Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00191, the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod4s and pod5s. During the procedure, the physician advanced and attempted to place both a pod4 and a pod5 using a lantern delivery microcatheter (lantern), however both the pod4 and pod5 were unable to take their intended shape in the vessel, due to the high flow in the vessel. The pod4 and pod5 were therefore removed, and the procedure was then completed using microvascular plugs and ruby coils with the same lantern. There was no report of an adverse effect to the patient.